Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.